Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels as low as 55 (mg/dl) after administering corrections for bg levels around 150 (mg/dl). Reportedly, customer thinks that it may be possibly due to how their body metabolizes insulin. Customer stated that they did not believe that it was due to the pump settings. Customer consumed carbohydrates and proteins to treat the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.